Event description:
Became severely dizzy and felt increase in pressure and pain on left side of neck and ear. Saw pcp and received a "prescription" to go to the ER for an MRI - was then admitted. Prior symptoms included limb numbness and pain on both sides. Previously screened on (B)(6) for stroke via CT w/contrast because of similar symptoms. Had a second CT on the (B)(6) 2022 as well. All symptoms occurred after breast implant augmentation. Symptoms escalated from only right limb pain (from arm pit to pinky) which was reported to plastic surgeon to what I am currently experiencing. FDA safety report ID# (B)(4).